Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "they fall out when they get wet with secretions and the plastic connector is too large to fit our patients". No patient harm or injury. The patient status is reported as "fine".